Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: discard the suture because hospital concerned about the bio-contamination during delivery if they return these (8 ea) used sutures, this is not patient infection issue. So far, distributor did not receive any information about patient infection after operation from hospital.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qlmcsu and no non-conformances related to the reported complaint condition were identified. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean by "disconnection issue"? Please provide more details. Suture broken during the operation what is the total number of procedures with disconnection problems previously reported by many doctors? Distributor still communicate with hospital to clarify the details, so far this suture broken happened in different operations and reported by 3 doctors at least. Did the 8 sutures used occur during one or multiple patient procedures? Distributor got 8 suture broken complaint from hospital. Distributor still communicate with hospital to clarify they were used in one or multiple patient procedures. Additional information was requested and the following was obtained: suture broken during the cesarean section for 5 patients. The accurate date of operations are not available but they happened during (B)(6). These 8 (ea) sutures used in the operation they all had been discarded; no product can return. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - if this event occurred in multiple procedures, please provide the following information for each patient event: ¿ what is the procedure name? ¿ what is the procedure date? ¿ what date did the reaction occur on? ¿ do you have any pictures of the disconnection problem? ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage of the wound; prescription medication)? If so, please specify. ¿ if medication was required, please clarify if it was prescribed by a physician. ¿ what is the most current patient status? The event states ¿it was concerned that there might be infection issue, so the used suture (8 ea) were discarded¿ did the patient experience a post-op infection? If yes, was the patient treated for the infection and with what type of medication? Were cultures performed? If yes, what were the results of the cultures? Did the statement ¿it was concerned that there might be infection issue¿ just mean that there could be a risk of infection and that the patient did not actually experienced an infection? Note: events reported in 2210968-2021-09528, 2210968-2021-09529, 2210968-2021-09530, 2210968-2021-09531, 2210968-2021-09551, 2210968-2021-09552, 2210968-2021-09553 and 2210968-2021-09556

Event description:
It was reported that a patient underwent a cesarean section on an unknown date and suture was used. During the procedure, the suture broke. It was concerned that there might be infection issue. The doctor had immediate action and the patient has no problem. There were no adverse patient consequences reported. Additional information was requested.